Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported problem, the medication was not all administered in the ordered length of time, was not reproduced. The pump was sent for flow accuracy testing and passed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The reported concurrent flow in primary and secondary bags ("when using a secondary bag, the primary bag continues to flow as well") was not verified during evaluation. The event history log review was completed. The customer reported that the event occurred on(B)(6) 2020, however, there are no entries in the history log on the reported occurrence date. There was a primary and secondary infusion programmed on 28-jul-2020. The customer did not provide infusion parameters. At timestamp 18:37 a primary infusion was programmed in basic mode with parameters: volume-to-be-infused (vtbi) - 500 ml and a rate of 100 ml/hr. At 18:38, a secondary infusion was programmed in basic mode with parameters: volume-to-be-infused (vtbi) - 500 ml and a rate of 100 ml/hr. The set was unloaded, and reloaded at 18:40 and the infusion began at 18:41. At 20:00 the infusion was stopped by the user, and the rate was updated to 250 ml/hr. The rate was changed three more times between 20:00 and 20:08 before the rate was updated to 200 ml/hr, and resumed at 20:09. The user stopped the infusion at 20:39, and the pump entered sleep mode at 20:41. At 20:44 the user again started the infusion was prompted to raise the secondary bag and clamp the primary line, and the user stopped the infusion. The pump then entered sleep mode. The customer did not provide event infusion parameters, or identify the IV set used. The customer provided a video of a test infusion and photo of the setup. However, it cannot be concluded if the setup is correct, and the IV set cannot be identified through the video and photo. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. The spectrum operator¿s manual recommends the primary container be placed 20 inches below the secondary container to provide a gravity advantage that allows flow from the secondary container only. The manual also warns the user of the possibility of primary container siphoning with flow rates above 300ml/hr. Although it was reported that standard hanger length was used to provide the gravity advantage needed for flow from the secondary container only, a 12.5-inch fluid level difference is recommended between the primary and secondary containers should be able to meet the concurrent flow criterion of no concurrent flow at the flow rate 300ml/hr or below. These setup factors are not related to spectrum infusion pump function. The pumping mechanism pulls fluid from the supply above the device and does not facilitate interaction between primary and secondary fluid supplies. Concurrent flow can contribute to less than intended dose or under-infusion of medication which can result in a patient not receiving the intended therapeutic dose of the medication or receive the medication beyond the intended infusion duration/prescribed dose schedule. Additionally, this can impair the ability of the clinician to accurately assess the intravenous volume intake for the patient. The device was found to operate within specification with regards to flow accuracy and the evaluator observed no back-flow from the pump to the line. The customer reported issue was not reproduced and ,therefore, no correction is required. Per the evaluation assessment and medical/safety review, it was concluded that the probable cause is user error. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had concurrent flow in primary and secondary bags ("when using a secondary bag, the primary bag continues to flow as well") during therapy. The bags were reported to be hung in proper positions and still experienced this issue. This facility also requested additional information about the pump (such as the maximum flow rate when using a secondary bag). Additional information was received by the reporter stating the medication being infused at the time of the incident was cefdinir which was never frozen and was reconstituted with fluids out of a 100 ml bag of normal saline (ns). The event happened during patient infusion and it was not all infused when the infusion rang complete. The staff also stated that they placed a hemostat on the primary infusion fluids, so the pump would only pull from the secondary. In addition, the staff mentioned that all of their pumps do not seem to be calibrated for the correct amount. When they put 1000 ml to infuse of a 1000 ml bag, there is about 150 ml left at the end of the infusion and that the same thing happens with 500 ml bags. There was no patient injury or medical intervention associated with this event. No additional information is available.